Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had difficulty charging the pump, intermittent occlusion and altitude alarms occurred, and the wake button was not functioning. There was no reported impact to customer's blood glucose level. Multiple attempts were made to follow up with the customer on the reported issue; however, no response was received.